Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she opened a tampon and the string was broken into two pieces with half of the string caught in the wrapper seal and the other half laying in the wrapper. She did not use this tampon and discarded it.